Event description:
It was reported that the patient experienced hemoptysis during the cardiomems implant procedure. The hemoptysis occurred prior to cardiomems insertion, shortly after the physician obtained the patient's wedge pressure using a multipurpose catheter. The sensor was successfully deployed and calibrated. The patient was given supplemental oxygen and was admitted to the intensive care unit in stable condition. No further information could be obtained. The (B)(6) wire was used for the procedure. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).